Manufacturer narrative:
(B)(4).

Event description:
It was reported that the skin around the pump was infected. The pump was removed. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.